Event description:
It was reported that the gastrointestinal videoscope¿s screen turned completely black, providing no picture. The issue occurred during a diagnostic endoscopy procedure, and the procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.